Event description:
Reporter alleged blood glucose measured 106 mg/dl compared back to back to the doctors# measurement of 30 mg/dl. Customer stated self treating with food when feeling low glucose. It was not provided as to whether any actions were taken or treatment resulted from the testing comparison. A request was made for the return of the suspect device and replacement product was sent.